Event description:
The customer's mother called to report that her daughter ended up in the hospital after going "into shock" then having a seizure. She says this was caused by her being deprived of insulin for over four hrs "due to the cannula coming out" of the insertion site. No reason was provided as to how the cannula may have become displaced. It is unk what treatment was administered while in the hospital or her length of stay. The mother did state that she had given her daughter insulin (the time it was administered and the dosage, however, were not provided). The pod will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's four hr insulin deprivation (which potentially led to the reported seizure) had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the reported event (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." A review of lot qualification records could not be performed as a lot number was not provided. Eval conclusions code pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure detected during testing, as the pod was not returned).